Event description:
It was reported that customer cannot clear ua18 (max take-up revolutions exceeded).

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.